Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned device confirmed the device is bent. The investigation findings did not indicate that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Product is reported with no allegation. Product received with (B)(4) with no allegations.